Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va30mjl); product type: 0200-lead; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient has had interstitial cystitis for over 20 years and they were hoping this would help but it had not worked since implant and they had urgency, it had not helped with that either, they had to pee every two hours. The patient stated they had tried all 6 programs and nothing had worked, plus the wire had moved and they thought the ins had moved, it bulged and was painful. The patient stated this happened after they fainted and fell against the wall; the lead had moved, the battery pack moved, and it was more superficial so it would kind of bulge in their butt and it was kind of painful when they laid flat on their back. The patient stated they were thinking they were going to have to remove it and if something didn't change they didn't know if they wanted to go through the whole 4 weeks of not bending, or lifting, the whole thing was a nightmare for them. The patient said their doctor wanted them to change to program 7. The patient stated again they had tried all 6 other programs and they fell when they were on their 3rd program, and at one time their bladder did quit working but they were not sure which program it was on when that happened. The patient was instructed how to synch with their implant and the patient was successful to change programs and increase stim to a comfortable level. Interstim therapy information was reviewed with the patient. The quick guide and interstim information was emailed to the patient. The patient was redirected to their doctor. The patient would maintain stimulation level and would continue to track symptoms.

Event description:
Additional information was received from the patient. They reported that when they go to bed at night they have had shocks in their buttock which started about 2 weeks ago. They fell and they think the lead moved. They believe that it has moved because when they turn up the therapy in program 1 they no longer feel it in their perineum and feel it more in their rectum. They are hoping that somehow it is still communicating with their bladder but patient does not feel that it is because they are not getting much relief from it. Patient mentioned they have interstitial cystitis. They sleep in the fetal position on their side and 3 times in the last 10 days when they draw their legs up they have gotten a shock in the buttock which is weird that has never happened to them before. Patient also reported the ins moved after sliding down the wall so now it is very superficial and bothersome. Patient was on their way to the ER for possible gallbladder issues and asked for assistance turning the therapy off in case they need a CT scan. Reviewed it is not a requirement to turn therapy off for CT scan but reviewed programmer instructions per patient wishes. Discussed option to leave therapy off until patient can follow up with managing hcp due to the shocking patient had been experiencing. Patient is considering device removal and asked about MRI eligibility if the lead was not removed. Reviewed information about eligibility and recommended patient discuss with managing hcp.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial#(B)(6), implanted: (B)(6) 2024,product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.